Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent a primary breast augmentation procedure with a mentor smooth round moderate plus profile 800cc saline breast prosthesis developed an infection in her right breast. The patient reported liquid discharge and leaking from the right breast. In addition, the patient reported that the right breast prosthesis deflated after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 26-oct-2022, mentor received additional information about the event. It was previously reported that the patient underwent explantation on (B)(6) 2020. New information received states that the patient has not undergone explantation yet. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 02-dec-2020, mentor received additional information about the event. The patient underwent explantation on (B)(6) 2020. Reason for device explant and/or reoperation: infection, breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).